Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unknown mentor smooth saline breast prostheses. Post-operatively, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024, for unknown reasons. During the surgery, the right breast implant was identified to have deflated. Subsequently, the implants were replaced with the following: (right) 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 9988641 sn: (B)(6) and (left) 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 9988641 sn: (B)(6).

Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline implants smooth 325cc had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.